Manufacturer narrative:
Result: motion interrupt pan.

Event description:
It was reported by service report that the bed would not raise or lower. It is unk if there was pt involvement, however, no adverse consequences were reported.